Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports which is linked to mfg report number 1121308-2021-00003. A facility reported that infection was observed to multiple patients within a month of placing duragen (id4501i) but no detail information as to the number of patients and symptoms observed. No further information was provided by the hospital.

Event description:
N/a.

Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Based on the lack of information, it is not possible to perform a further investigation. However, there are controls in place during the process such as gowning practices, manufacturing/packaging-controlled rooms (iso 7), area and product monitoring, and validated overkill approach sterilization cycles to prevent this type of events. In addition, instructions for use (IFU) addresses possible complications such as infections. For information purposes, product IFU contains the following statements in the adverse events section: ¿adverse events: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rates for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluations revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation or foreign body reactions. There were no reports of graft rejection at histology.¿